Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose level was 257 mg/dl. The customer also stated that display did not returned. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to electrical board connector not plugged in properly.